Manufacturer narrative:
Product was requested to be returned for eval and has not been received. MFR references (B)(4).

Event description:
Customer claims that the sensor was put into use on (B)(6) 2010 and there is no alarm tone when pressure is off the sensor pad. The sensor was tested with a working alarm. There was no visible damage to the sensor. There was no pt incident or injury reported.